Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery during regular use. The blood glucose reading was 91 mg/dl. It was found that the reservoir was empty. Assisted caller with set change. The customer also stated that the batteries were out of the device greater than the duration allowed by the insulin pump. Nothing further reported.